Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02114. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel in the left upper arm. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, upon the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient's body and another 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation but the balloon still ruptured upon second inflation at 10 atmospheres for 120 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned unit was attached to an inflation device and positive pressure was applied in an attempt to inflate the balloon. A pinhole leak was identified in the mid-section of the balloon. No other damages were noted. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02114. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel in the left upper arm. A 6.0 x 100, 75cm mustang¿ balloon catheter was advanced for dilation. However, upon the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient's body and another 6.0 x 100, 75cm mustang¿ balloon catheter was advanced for dilation but the balloon still ruptured upon second inflation at 10 atmospheres for 120 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.